Event description:
It was reported that the ilet issued an ¿unable to proceed¿ during a supply change, and subsequent alerts indicated a motor stall consistent with a failure to infuse insulin, with the implicated device component being the motor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified in relation to a failure to infuse linked to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.